Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that there was an uncomfortable feeling due to the stimulation on (B)(6) 2015. The device was reprogrammed and resolved on (B)(6) 2015. The event was assessed as not serious, related to the procedure, and related to the stimulation. Medical history included idiopathic functional pelvic pain since 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.